Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user has high glucose value. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "hi". Customer states that she feels well and requires no medical attention. Customer is not aware of her expected glucose result. Verified the strips expire 02/28/2018. Customer confirms the strips are stored properly. Customer performed back to back blood test, 362mg/dl and 345mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Event description:
Consumer complaint of low blood result reading of "hi". Customer states that she feels well and requires no medical attention. Customer is not aware of her expected glucose result. Verified the strips expire 02/28/2018. Customer confirms the strips are stored properly. Customer performed back to back blood test, 362mg/dl and 345mg/dl fasting. Reviewed meter memory: 1:172mg/dl (B)(6) 2015 09:41:00 am fasting: yes. 2:467mg/dl (B)(6) 2015 11:10:00 pm fasting: yes. 3:501mg/dl (B)(6) 2015 11:08:00 pm fasting: yes. 4:hi (B)(6) 2015 11:34:00 am fasting: yes. 5:313mg/dl (B)(6) 2015 01:32:00 pm fasting: yes. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).